Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl, though the exact cause was unknown. The customer treated the low blood glucose by consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.